Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 9 am with low blood glucose levels. The customer's blood glucose level during the time of the hospitalization admission was not provided. The customer was treated for their blood glucose with glucose tablets. The customer stated that the low blood glucose levels may have been caused by priming the insulin pump while the set was still attached to them. The customer did not return the product back for analysis.